Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2011. During the procedure, it was difficult to push the trocar with the sheath through on the left side only. The device would not go past a certain point and the sheath bent off and cracked, exposing the metal. The pt's right side had no issues. The procedure was completed using a different device. There were no adverse pt consequences. Add'l info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500 form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01537 and 2210968-2011-01538. The same pt is represented in each medwatch.